Event description:
New information received notes that the rv lead exhibited oversensing of noise. The patient was asymptomatic to the event and was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited an unspecified over-sensing. The lead was capped and replaced on (B)(6) 2020. No patient or additional information was reported.